Manufacturer narrative:
Section d10: concomitant product - tibial component. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, surgeon revised an exactech tka that he had performed about two years ago because the femoral component de-bonded from the cement mantle. Surgeon opted to pull all implants and revise the knee with competitor's devices. There was no breakage of device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. Image received. Sales rep was unable to obtain x-rays. The devices are not available for evaluation due to hospital policy. No additional information provided.

Manufacturer narrative:
The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.